Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was 200 mg/dl. A supply change was performed resolving the occlusion. The customer changed cartridge and infusion set prior to system check; therefore system check could not be performed.